Event description:
Plaintiff alleges that as a direct and proximate result of exposure to latex medical gloves, suffered type-1 latex allergy. In addition, alleges experiencing physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.